Manufacturer narrative:
Device evaluation: one used bivona device was returned for evaluation. The device was visually inspected where no damage to the cuff or pilot balloon was found. The returned device was given functional testing. The cuff was filled with air and the device cuff did not inflate completely. However, the investigator manipulated the cuff from the shaft as described in the device instructions for use and after that the cuff inflated completely. Next, the device with inflated cuff was submerged underwater to check for leakage and no leakage was found. To further investigate the issue, it was noted production personnel performs a 100% leak test during process. Additionally, a review of the DHR found no issues. Based on the evaluation, the returned device was found to function as specified. Therefore, the complaint allegation was not confirmed as no fault was found with the returned sample.

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that a smiths medical portex bivona flextend tts pediatric straight neck flange tracheostomy tube was in use with a patient for a "short period of time" when the cuff deflated and water began leaking from the one way valve port. Subsequently, the patient began desaturating, so an emergent tube change out was required and the patient recovered. No additional adverse patient effects were reported.